Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead showed high and low out of range pacing impedances and triggered alerts for it. The communicator showed an alert but it was dismissed by the patient. The system remains in service at this point. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead showed high and low out of range pacing impedances and triggered alerts for it. The communicator showed an alert but it was dismissed by the patient. The system remains in service at this point. No adverse patient effects were reported.